Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation, and it was not helping their head pain. Reprogramming took place but was unsuccessful. Surgical intervention took place where the system was explanted to address the issue, investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [4] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323." Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323." Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [4] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323." Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323." Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323.